Event description:
It was reported that a field engineer received 5 stitches on the thumb while performing a coldhead replacement, when engineer's hand contacted the coldhead shield. The documentation states that great care should be taken when handling the coldhead shield.